Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 10 cm diameter abdominal aortic aneurysm. The patient¿s aortic neck was long and slightly angled. It was reported that the final angiogram observed a type iii fabric endoleak. It appeared to be coming out of the graft at the level of the graft bifurcation. The physician performed a secondary intervention and two iliac limbs (16x16x82 and a 16x16x93) were implanted at the same level above the graft bifurcation. Both of the limbs were ballooned simultaneously and it was confirmed on the final angiogram that the endoleak appeared to be resolved. Per the physician, the cause of type iii fabric endoleak was unknown. No additional clinical sequelae were reported and the patient is fine.